Manufacturer narrative:
Clinical evaluation performed by medical affairs director on (B)(6) 2018: loosening of primary cemented tka 1,5 years after surgery. The final component position looks varus but with only a short xray no assessment can be made. There is not enough information available to carry out a clinical investigation. At this stage, no final conclusion can be drawn. Batch review performed on 19 february 2018 (B)(4).

Event description:
One (1) year and 7 months after primary the surgeon revised the patient for a tibia loosening. The surgeon swapped the insert and tibia. The surgery was completed successfully.